Event description:
It was reported that the distal cover fell from the tip of the endoscope into the patient during a diagnostic endoscopic retrograde cholangiopancreatography procedure. The scope itself was intact. The procedure was aborted and the patient was transferred to the bronchoscopy laboratory for retrieval. The distal cover was then retrieved by the surgeon using a bronchoscope and raptor. The patient was intubated at that time. The condition of the patient has not been impacted by the device failure, and the patient has been sent home without reports of further patient harm. The procedure has not been rescheduled. The distal cover did not appear damaged or deformed during removal. The distal cover was also intact upon inspection prior to use. The customer does not plan to return the scope as they use a third-party repair service. The distal cover will also not be returned as it was intact and removal was successful. This report is related to the following linked patient identifier: (B)(6).